Event description:
It was reported that the indication of the lasso catheter on the carto3 and the image of the fluoroscope started not to match during the ablation. The issue was resolved by changing the catheter connection from 20polea to 20b. The procedure was completed without patient consequence. Upon several follow-ups, bwi finally received the information on (B)(4), 2012 (which changed the alert date) to clarify that it was an acl map shift and the shift only occurred on the lasso catheter, but the amount of the shift remained unknown. Due to the potential risk to patient from this acl map shift with unknown amount, this complaint became reportable.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the indication of the lasso catheter on the carto3 and the image of the fluoroscope started not to match during the ablation. The issue was resolved by changing the catheter connection from 20polea to 20b. The procedure was completed without patient consequence. The system was removed from the customer site and sent to carto manufacturer (htc) for investigation. Htc reported the customer's complaint was not confirmed. Complaint reported problems were not reproduced. The system passed acl and magnetic tests. The system was tested with aquarium station. The system has built cpm with good resolution and all catheters were visible properly. During ablation the catheters lasso b and lasso a stayed within allowed tolerances. The ws worked properly. The system worked for a period of 24 hours without any communication problem. Customer's complaint was not confirmed.